Event description:
The customer reported that the system had no kv control. No pt injury was reported.

Manufacturer narrative:
(B)(4). The sys was repaired, found to be operated as intended, and released to the customer for use.